Event description:
Core lab identified a fracture from the subject's 12-month imaging from (B)(6) 2022. The site has been informed. Patient outcome - "pending patient outcome from the site as they were not aware of the fracture."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00036, device 2 is being reported under MDR-2247858-2023-00037, and device 3 is being reported under MDR.

Event description:
Core lab identified a fracture from the subject's 12-month imaging from (B)(6) 2022. The site has been informed. Patient outcome - "pending patient outcome from the site as they were not aware of the fracture."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00036, device 2 is being reported under MDR-2247858-2023-00037, and device 3 is being reported under MDR-2247858-2023-00038.